Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The referenced email report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported high blood glucose of 570 mg/dl and diabetic ketoacidosis. The customer treated with an injection. Customer indicated that they would like a new pump as they are having issues with the pump. The customer was advised that the device would be replaced. No further details given.